Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the customer reloaded the cartridge to resolve the issue.